Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pump hw22428 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 219 high watt alarms have been logged since (B)(6) 2017 confirming the reported event. Log files indicate an increase in power consumption starting on (B)(6) 2016 leading to parameters outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was at home in his usual state of health when his ventricular assist device (vad) suddenly began alarming high watts on (B)(6) 2017. He called the vad coordinator on call. Patient was advised to go to local emergency room (ER) to be flown to this facility as he lives a long distance from the hospital. By the time he arrived patients urine, which had been yellow, was a very dark reddish color and patient was admitted. The patients vad was interrogation and it showed a rise in power consumption beginning on (B)(6) 2017 to a peak of 10.8 on (B)(6) 2017, which is outside of normal operation. Patient was placed on heparin and integrilin for probable pump thrombus. Speed on interrogation was 2760 and flow was >10 with power at that time of 5.8. On (B)(6) 2017 when follow up interrogation and vad parameters were relatively unchanged, it was decided to give patient tissue plasminogen activator (tpa) to try to break up the clot suspected in the pump and was administered at 1335. Follow up interrogation around 3:13 pm showed current power consumption to be within normal range, at 4.9. Flow was 7.2 and speed was 2760. Integrilin was restarted overnight on (B)(6) however; it was stopped in the morning. Vad parameters were stable, however, lactate dehydrogenase (ldh) remains elevated and kidney and liver function worsening. Second dose of tpa administered at 12:56 pm on (B)(6) 2017, hoping to decrease the clot burden. Renal function continues to worsen, most likely secondary to hemolysis. Renal consulted was consulted. In early morning hours of (B)(6) 2017, pump power and flow jumped. At 2 am, speed was 2760, power was 4.7, and flow was 5.7. At 3 am, it was 2760, 5.2 & 7.1 and at 4 am it was 2769, 9.1, 10. Readings remained with flows reading 10 and powers in the 9-11 range so a third dose of tpa was administered at 9:53 am. At 10 am, power was 2760, power was 6.1 and flow was 4.4. No additional information available.